Event description:
It was reported that during a whipple procedure, the device was used to staple the terminal ileum without any problems. With a new blue reload, the transverse colon was stapled without any problems. After this, the duodenum was stapled with a new blue reload which resulted in a proper b shaped staple line on stomach side but open staples on the duodenum side. Because this was the resected tissue side, it had no consequence to the patient. After this the jejunum was stapled with a new blue reload in the same device and it stapled and cut without any problems.